Event description:
The end user was reportedly using the hand pendant on the lift chair when it started to smoke and spark. The end user was not burnt of shocked but a burning smell was noted.

Manufacturer narrative:
Additional information: the manufacturer of this device has been identified as (B)(4), a u.s. Manufacturer which is no longer in business.